Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. The immucor laboratory tested retention product on (B)(6) 2015, which performed as expected. The immucor laboratory also tested returned patient blood sample from the customer site on (B)(6) 2015, and that testing yielded the same outcome as the customer, i.e. The customer's blood sample exhibited unexpected negative outcomes with all wells tested. Immucor technical support assessed the images of the test wells for the testing in question, using a remote electronic connection method on (B)(6) 2015 and found that the unexpected negative wells were indeed appearing as negative.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo, when tested on (B)(6) 2015.